Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, multiple noise reversion episodes and high ventricular rate episodes due to noise was noted on the right ventricular lead. Noise was not reproduced during in-clinic testing. The sensing, thresholds and impedance values were normal. The patient is not pacemaker dependent. The suggested programming changes were made. The patient was in stable condition and will continue to be monitored.